Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced arthralgia (seriousness criterion medically significant), nervous system disorder ("neurological disorders") and gastrointestinal disorder ("gastrointestinal disorders "). On an unknown date, the patient experienced irritable bowel syndrome ("irritable bowel syndrome") and asthenia ("asthenia +++"). At the time of the report, the arthralgia and gastrointestinal disorder outcome was unknown and the irritable bowel syndrome and asthenia had not resolved. The reporter provided no causality assessment for arthralgia, asthenia, gastrointestinal disorder, irritable bowel syndrome and nervous system disorder with essure. The reporter commented: events occurrence period: 1 year after essure placement. Cessation o f sports currently. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pain') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced arthralgia (seriousness criterion medically significant), nervous system disorder ("neurological disorders") and gastrointestinal disorder ("gastrointestinal disorders "). On an unknown date, the patient experienced irritable bowel syndrome ("irritable bowel syndrome") and asthenia ("asthenia +++"). At the time of the report, the arthralgia and gastrointestinal disorder outcome was unknown and the irritable bowel syndrome and asthenia had not resolved. The reporter provided no causality assessment for arthralgia, asthenia, gastrointestinal disorder, irritable bowel syndrome and nervous system disorder with essure. The reporter commented: events occurrence period: 1 year after essure placement. Cessation o f sports currently. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2021. The most recent information was received on 03-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pain') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced arthralgia (seriousness criterion medically significant), nervous system disorder ("neurological disorders") and gastrointestinal disorder ("gastrointestinal disorders "). On an unknown date, the patient experienced irritable bowel syndrome ("irritable bowel syndrome") and asthenia ("asthenia +++"). At the time of the report, the arthralgia and gastrointestinal disorder outcome was unknown and the irritable bowel syndrome and asthenia had not resolved. The reporter provided no causality assessment for arthralgia, asthenia, gastrointestinal disorder, irritable bowel syndrome and nervous system disorder with essure. The reporter commented: events occurrence period: 1 year after essure placement. Cessation o f sports currently. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.